Event description:
The customer stated that the galileo misread a barcode. 4 samples were in a sample rack and were being loaded for type and screen. The first time the rack was loaded, one of the samples did not read. The rack was removed and reloaded on the instrument. All of the samples read, but one of the numbers on a sample was wrong.

Manufacturer narrative:
A service call was made. The customer's report of misinterpreted sample barcodes was not reproduced. Replaced 14-lane sample bay to prevent further barcode misreads, and verified all alignments for sample/reagent probe at all bay and plate positions. The instrument operated within specification.